Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Ascend male taper monolithic humeral stem that he removed due to patient pain and loosening. Ascend implanted on (B)(6) 2010. Normal follow up visits through six months, then patient started to lose mobility and experienced pain. Patient had surgery three times in the 1980's for anterior instability and had developed a post-arthrosis instability with the good cuff. There was no indication of infection, no on-growth to humeral stem, no significant bone loss or remodeling and some fibrous tissue growth around the humeral prosthesis.